Manufacturer narrative:
It was reported that the device was explanted due to an infection.

Manufacturer narrative:
This report is submitted on december 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to an unknown reason, the patient was re-implanted with a new device during the same surgery.